Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was about a week ago the pts left side was not working for they did not feel stimulation. The patient went to their healthcare provider and took an x-ray of their left hip and the pt thought it was broken but pt said it was the stimulator.  Patient service reviewed role of representative and redirected patient to healthcare provider. The issue was not resolved through troubleshooting.